Event description:
It was reported: the nurse realized that the patient turned blue. When she checked the carina she saw that the device was switched on, but the display was dark and the patient was not ventilated. By use of mains switch the device could not switched on again. Carina was decommissioned and patient ventilation was continued by means of evita xl. No permanent deterioration of patient's state of health has been reported.

Manufacturer narrative:
The investigation is not yet concluded. The device log was downloaded. The investigation results will be reopened in the follow up report.